Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user encountered difficulty during an infusion set supply change when the infusion set tubing was not connected after the fill tubing step, resulting in confusion about how to proceed; support guided the user to complete fill tubing until drops were observed at the needle and then to fill the cannula, after which the supply change was completed, and the user¿s elevated glucose was attributed to recent food and coffee intake rather than the supply change. Symptoms included hyperglycemia. Outcomes included no alerts or alarms, no injury, and no need for medical care. Investigation included troubleshooting and education conducted remotely with the user. Investigation of this case revealed user error related to incomplete infusion set connection and successful resolution through guided procedural steps, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear with respect to hyperglycemia, though user technique contributed to the infusion set issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.